Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): gif/cf/pcf-190 series operation manual chapter 3 " preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was a diagnostic esophagogastroduodenoscopy (egd). The procedure was completed using the same device without delay.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: found a pinhole at the switch1, the angulation was below standard, the right/left knob, and the up/down knobs were loose and there was play on both knobs, the plastic distal end cover had chips and scratches, the bending section cover glue was cracked, and the air/water supply nozzle was clogged, and after removing the nozzle air/water flow was ok. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had insufficient air or water flow, but visibility was fine. The wiper was not working to clear the image on the screen. This issue was found during preparation for use. There were no reports of patient harm. During the device evaluation, it was found that the nozzle was clogged by an unknown foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.